Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump issued repeated restart alert 38 events consistent with motor stall despite adequate battery level, similar to a prior device, and the user experienced prolonged hyperglycemia; a replacement device was issued and the original was returned. Symptoms included blood glucose above 600 mg/dl for approximately six hours with alerts for sustained readings above 300 mg/dl, nausea, vomiting, positive ketones, and diabetic ketoacidosis. Outcomes manual subcutaneous insulin administration after pump removal. Investigation included complaint intake review and device replacement with return of the original unit for assessment. Investigation of the device engineering logs confirmed previous alert 38 notifications. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.